Event description:
It was reported that the following issue was observed on the device: "doesn't recognize when syringe is loaded." Additional notes provided by the facility¿s clinical engineering support services include: "the unit was not recognizing syringes because the barrel clamp sensor was starting to pull away from the barrel clamp. I reseated the connector on the clamp, and it is reading the barrel clamp position correctly. I also had to replace the handles on the unit because the old ones had some bad cracks in them. I recalibrated the unit, and ran it through all of its pm tests, with no issues." Reported problem cause description: "calibration - adjustment." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.